Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers 9 and 10 failed to open. As per part investigation, it was determined that there was thermal damage to the component u501 on the pcba pmc pyxis mini. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 08-jan-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of drawer 09 and 10 not opening when trying to do a restock was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that upon arrival, no led lights were observed on the back of the pyxis bus controller module for drawers 9 and 10. The fse replaced the pcm, after the medbank technician was able to access and configure both drawers. Drawers 9 and 10 successfully opened and were fully functional, with no issues observed. During dchu visual inspection: pn 151730-21: the inspection revealed localized thermal damage on component u501 (ic), characterized by a small area of discoloration on the surface of the damaged component. During dchu testing: pn 151730-21: no testing was necessary due to the observed thermal damage on component u501 during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue drawer 09 and 10 not opening was identified as thermal damage to component u501 on the pcba pmc pyxis mini resulting from an electrical failure. This damage compromised communication and control signals, preventing the drawers from opening.